Event description:
It was reported "I was reaching out due to an increase in 16cm cvcs leaking once in the patients. We have removed 3 subclavian cvcs in the past week all for leaking at the site." The cvc was removed. No patient harm or injury. The patient current condition is reported as "fine". Associated MDR numbers include 9680794-2024-00128 and 9680794-2024-00129.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "I was reaching out due to an increase in 16cm cvcs leaking once in the patients. We have removed 3 subclavian cvcs in the past week all for leaking at the site." The cvc was removed. No patient harm or injury. The patient current condition is reported as "fine". Associated MDR numbers include 9680794-2024-00128 and 9680794-2024-00129.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc for analysis. Signs of use in the form of biological material were observed on the catheter. Visual analysis did not reveal any defects or anomalies of any kind. The catheter body length from the juncture hub to the distal tip measured 164mm , which is within the specification limits of 157mm-177mm per the catheter product drawing. The catheter body outer diameter measured 2.69mm, which is within the specification limits of 2.67mm-2.77mm per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No leaking or blockages were observed when flushing the distal and proximal lumens. The returned catheter was then tested per (B)(4) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter-lumen crossover was observed. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter was not confirmed through complaint investigation of the returned sample. No visual defects or anomalies were observed with the returned catheter. Likewise, all relevant dimensional and functional requirements were met. A device history record review did not reveal any relevant findings. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.